Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that during a sling procedure, the mesh pulled away from the inserter. The surgeon used a second device to complete the case with no adverse pt consequence.